Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat stress urinary incontinence, cystocele, and rectocele. It was reported that following insertion the patient experienced pain, erosion, infection, urinary problems, dyspareunia, and vaginal scarring. It was reported that the patient underwent excision of the mesh on (B)(6) 2010 due to mesh erosion, lower abdominal pain, vaginal discharge, foul odor, vaginal infection, uti infection, urinary leakage and painful sexual intercourse. (B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.